Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the archive data review. The root cause for the reported complaint was due to the defective load cell 1, probably as a result of damage sustained by user mishandling indicated by the cracked front cover. Upon visual inspection, noticed cracked front enclosure due to user mishandling and observed that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The clutch plate was deburred to address the encoder drive shaft problem. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of ua07 error on the reported complaint date. The load sensing system has detected a weight/load imbalance between the two load cells. The load cell characterization test results confirmed load cell module 1 was over reported. The load cell 1 needs to be replaced to address the ua07 error. Upon customer approval, service will be performed and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform was used to resuscitate an elderly female patient (weighed 160 lbs.) In cardiac arrest. After an unknown period of time, the user paused the autopulse platform (sn (B)(4)) for pulse check and upon re-starting, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. After several re-alignment attempts, the platform performed 3 compressions and displayed ua07 error message again. The crew reverted to manual CPR. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. Per user, the patient's death was not related to the autopulse system.